Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
During follow-up, a pocket infection was observed. A pet scan was performed to confirm the infection location around the device. The device migrated and the skin of the pocket was discolored and drainage had to be performed. A new pocket was created and the device was repositioned. There was no alleged malfunction of the device, the infection was due to the patient's condition. The patient was stable.